Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed spi to motor pic communication error and has moisture under the screen. The customer's blood glucose level was 199 mg/dl at the time of the incident. Assisted customer in reviewing alarm history, customer states received spi to motor pic communication error alarm. The alarm did not occur during the rewind/prime sequence. The insulin pump will not run the self-test and the customer cannot clear the alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to moisture damage at keypad traces. Traces of moisture found at the electronic assembly and motor assembly per visual inspection. Unable to perform functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify spi to motor pic communication error alarm due to unresponsive buttons. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.